Event description:
It was reported that during the implantable pulse generator (ipg) system upgrade procedure, the left ventricular (lv) lead was unable to be positioned to obtain good thresholds with no phrenic stimulation. An active fixation lead was used instead. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implantable pulse generator (ipg) system upgrade procedure, the left ventricular (lv) lead was unable to be positioned to obtain good thresholds with no phrenic stimuation. An active fixation lead was used instead. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6), explanted: 2013 (B)(6). (B)(4).